Event description:
Pt received a blood glucose reading at 10:55 am of 63 mg/dl. Family member provided carbohydrates. Pt was tested again at 11:30 and reading was 151 mg/dl. After driving five blocks, pt could not walk or stand. Family member tested again and received a reading of 73 mg/dl, but pt exhibited symptoms of low blood sugar. At the advice of an ER nurse who was attending the same function, instaglucose was administered. Paramedics were called and with an unknown brand of meter received a reading of low. Customer was treated intravenously.